Event description:
It was reported that the user received an alert 38 indicating a motor stall, after which they disconnected the system, performed a dry run that succeeded, and then completed a supply change using new components, with successful operation thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting with a dry run and replacement of the cartridge, connector, and related supplies. Investigation of this case revealed that device function was restored following supply replacement, consistent with a transient motor stall alarm without reproducible malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with a transient event not confirmed after troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.